Manufacturer narrative:
(B)(4). Investigation results visual evaluation of the complaint device found no damage or defect with the device. The complaint device was functionally tested and there was no movement of the gauge when the syringe was pressurized with 35ml of sterile water for 30 seconds. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a dilatation procedure performed on (B)(6) 2012. According to the complaint, during preparation, it was reported that the gauge was unable to increase pressure in order to inflate the balloon. Another alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Product analysis revealed the gauge was reading inaccurately; therefore, this is now a MDR reportable event.